Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the drive support case is loose. The customer stated the insulin pump experienced an unexpected alarm during normal use for the customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.